Event description:
It was reported that during procedure, the fiber was connected to the laser device; however, there was no response. Additionally, the connector was noted to be damaged. The procedure was completed using another device without patient complications. Analysis of the returned device identified a connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded the fiber was received in one piece; there were no defects on fiber body. During the microscopic analysis it was observed that the fiber tip was degraded. There was no light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented several burn marks. The fiber was functionally test and results affirmed that there was no aiming beam. It also confirmed that one treatment had been used and no treatments remained available. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and to hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber failure to operate and connector damaged are defined in the risk documentation. Internal connector fracture of the fiber can occur during procedural handling of the fiber during setup or use. The complaint against the fiber was confirmed. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation as an expected or random failure was identified without any design or manufacturing issue.